Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that during use, the display on the cardiosave intra-aortic balloon pump (iabp) blacked out, and the iabp shutdown. The iabp was rebooted and pumping was restarted to continue therapy without issue. There was no patient harm and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit in the getinge (B)(4) office. The fse was able duplicate the reported issue. To address the failure, the fse replaced the video generator board and performed running test without the problem reoccurring. The iabp unit was returned to the customer and released for clinical use.

Event description:
It was reported that during use, the display on the cardiosave intra-aortic balloon pump (iabp) blacked out, and the iabp shutdown. The iabp was rebooted and pumping was restarted to continue therapy without issue. There was no patient harm and no adverse event reported.